Event description:
Patient experienced an infection at the incision site that worsened over time. During a physician visit, blisters and drainage were observed. Upon examination and pressure applied to the incision site, the implant spontaneously extruded.

Manufacturer narrative:
Bluewind has adopted more stringent reporting criteria for implant-related complaints starting (B)(6) 2026. A retrospective review of two years of complaint data, covering the period from (B)(6) 2024 to (B)(6) 2026, was performed. A total of 543 patient cases were reevaluated. Of these, 68 cases involved patient infection, pain, wound healing issues, implant failure, or surgical complications. These 68 cases were reassessed against the updated reporting criteria for implant-related complaints, and four complaints were determined to be reportable under the new criteria. Complaint (B)(4) is one of four reportable cases.